Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade IV.

Event description:
Patient reported "liquid scattered across the breast", "benign cyst" and " rupture and capsular contracture of prosthesis and needs replacement as soon as possible". Healthcare professional later reported "rupture and local pain and confirmed "intracapsular rupture, capsular contracture baker grade IV, local pain". This record is for the right side. Device remains implanted.